Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 3006705815-2019-01265. It was reported that the patient experienced an abandoned procedure. After the physician placed the leads, the patient reported increased foot pain so the procedure was abandoned. The leads were removed from the patient with no reported complications.